Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0345793. Medical device expiration date: 2022-04-30. Device manufacture date:2020-12-10. Medical device lot #: 1014126. Medical device expiration date: 2022-05-31 . Device manufacture date: 2021-01-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tube, the device experienced whole tube push off and underill of a tube with blood. This event occurred 340 times. The following information was provided by the initial reporter. The customer stated: vacutainer, some tube in both of them was pushed out while blood drawing and blood volume were not fill in completely.

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tube, the device experienced whole tube push off and underill of a tube with blood. This event occurred (B)(4)times. The following information was provided by the initial reporter. The customer stated: vacutainer, some tube in both of them was pushed out while blood drawing and blood volume were not fill in completely.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but a video was provided for investigation. The video was reviewed and the indicated failure mode for tube pushing off the needle prior to vacuum exhaustion was observed. It is recommended that the tube be held in place to ensure complete vacuum draw. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of tube push off and underfill based off the provided video. Bd was not able to identify a root cause for the indicated failure modes.